Event description:
It was reported that during a tvt procedure, the mesh pulled off the trocar while passing though the fascia. The procedure was completed using another device with no patient consequences.